Event description:
It was reported by sales rep that during a routine preoperative set up to an unknown surgery on (B)(6) 2021, it was observed that the motor on the micro tornado hp with handcontrol device was not functioning. According to the reporter, the motor was not functioning even though everything was plugged in with the tower recognizing the hand piece but the actual hand piece would not power. During in-house engineering evaluation, it was determined that the device had fluid ingress. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not functioning. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: failure - keypad pcb, cable : corrosion/rusting/pitting - cable, electrical, visual : fluid ingress, minor scratches on the device. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.